Event description:
Six (6) separate events have occurred since may 2nd, 2024 where the dialysis blood line becomes disconnected from the flowart needle-free split septum valve while the patient is receiving a dialysis treatment. This has resulted in the loss of blood on several of these occasions. The distributer/manufacturer has been notified of each event. Reference reports: mw5158285, mw5158286, mw5158287, mw5158288, mw5158289. During a routine dialysis treatment, a nurse was swabbing the a1010h-s valve with alcohol, per procedure, when the valve became disconnected from the blood line. The blood line was not intended to be disconnected and the valve was not manipulated in a manner that would otherwise result in a disconnection. The a1010h-s valve seemed to not have been threaded onto the blood line correctly. The nurse was experienced and has performed this action many times without a sudden disconnection of the valve from the blood line. Staff at this dialysis center have reported that the threads of the valve sometimes can be very difficult to connect to syringes or blood lines. They have not reported issues connecting the valve to the patient dialysis catheter. Based on the difficulty of threading the valve to syringes or blood lines, the nurse believes that the valve did not connect properly to the threads of the blood line, which resulted in the disconnection. The difficulty in valve attachment was not a major cause for concern until the valve became disconnected for the blood line. The product was not retained for return to the manufacturer.

Manufacturer narrative:
The device is not available for investigation as the user has discarded it. Without the return of the device, a probable cause is unable to be determined. The device history records did not show any concerns regarding the disconnection. Product was designed & tested acc. To iso 80369-7.